Event description:
A malfunction identified by the code "malf 12" was reported by the customer, who had not experienced any notable events prior. There was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so customer technical support provided instructions for a pump reset and assisted in the process. Once the pump was reset, the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, and they acknowledged this guidance.